Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive on the lower portion of the display screen. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 400 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.